Event description:
The customer reported that the ventilator alarmed for vent inop, motor fault and there is no flow coming out of the ventilator. The led on top of the turbine pcb is always color red and it never changes to green. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and will replace the turbine to fix the issue.